Event description:
It was reported that the console was heating the probe up too quickly and would turn off the probe during a procedure. The customer was not able to complete the procedure. The pt had already received a local anesthetic. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device was returned to the MFR for eval. Based on the eval, there were no signs os misuse, visual tampering, or other causes of failure. Therefore the complaint could not be confirmed.